Event description:
It was reported that the device reached elective replacement indicator (eri) early. It was further reported that there were high thresholds and low lead impedance observed in the left ventricular (lv) lead. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6949 implantable tachy lead 2006 (B)(6). (B)(4).